Event description:
It was pericardial effusion occurred. It was reported that the versacross system was going to be replaced with the vizigo sheath. They had trouble crossing with the versacross system and could not withdraw blood from the lumen. The physician checked with ultrasound and there was a growing pericardial effusion. No ablation had occurred yet. A pericardiocentesis was performed and an unknown amount of fluid was withdrawn. Patient is stable but further interventions is unknown at this time. The device is not expected to be returned (disposed). MDR report: mw5179242.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.